Event description:
It was reported via repair work order that the bearing caps on head section are broken at screw holes and do not hold head section to litter frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.